Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and found that the system was working correctly. The service staff also reported that they have not had any problem with the equipment since the initial report. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).

Event description:
It was reported the intellivue mp60 monitor did fail for an saturation alarm.the device was in use on a patient. There was no report of patient or user harm.